Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose level of 47 mg/dl and 140 mg/dl. Troubleshooting was declined for low blood glucose. It was unknown if auto mode was active during reported. The device will not be returned for analysis.